Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller exhibited a low speed advisory and the speed was dropping to 2300 rpm. The system controller was exchanged and it was noted that everything settled.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.